Manufacturer narrative:
Date rec¿d by MFR : 11jul2019, date of report : 05aug2019. The fse (field service engineer) evaluated the ventilator and confirmed the reported problem. The fse replaced the touchscreen and the problem was resolved. The ventilator successfully passed performance specification testing after the repair was completed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of report: 03sep2019 date of report: 04sep2019 the replaced touchscreen was returned and failure investigation was performed on 02-sep-2019. Failure investigation determined that the pin to pin resistances and resistance ratio were out of specification, which caused the reported touchscreen failure. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 10june2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
It was reported that the ventilator's touchscreen failed during preventative maintenance. There was no patient or user involvement.